Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient said they were not getting anything on their right side. The patient said they turned stim on a week after it was put in, and that next day they didn't feel it on the right side. The patient also said they get a little bit of stimulation but they thought maybe it was part of the healing process. The patient did not have any other groups to try besides a-c, however they were told to stay in b. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.